Manufacturer narrative:
Batch review performed on 10 february 2020: lot 160955: (B)(4) items manufactured and released on 12-may-2016. Expiration date: 2021-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery in 2014, and was implanted with competitor components. On (B)(6) 2016, the patient came in to have the competitor products revised. The surgeon revised the patient with medacta components. Presently, 3 years and 6 months after primary surgery, it has been made aware that the patient is in need of a revision due to partial dislocation of the patella. The cause of this is unknown. A revision surgery has not been scheduled yet. More details to follow when information becomes available.